Manufacturer narrative:
Other text: h10? Device evaluation: one hotline fluid warming set sample unit was returned for investigation in its opened original package. The sample was visually inspected at a distance of 12 inches under normal lighting conditions. The reported broken, or damaged connector was not observed during the inspection. Leak testing did not find any leaks. No fault was found with the returned device.

Event description:
Information was received that prongs on hotline will not plug in; no patient involvement. Customer has had intermittent issues with different batch numbers. However, with brute force they could be used. No further problems have been reported.